Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected off no power or low battery alarm anomalies were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power without low battery indicator. The customer's blood glucose value was 60 mg/dl. The customer treated with candy bar. The customer declined to troubleshoot for low reading. The customer stated that he did not receive a low battery alert prior to the off no power alert. The product was returned for analysis.